Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The skin on the patient's back and under an electrode was raw and bruising due to contact with the lifevest during sleep. The patient's physician prescribed the patient a cream to use on the irritation. Follow-up indicated that the patient's irritation was clearing up.